Event description:
It was reported that clinician programmer batteries died while updating the pump and put the pump in ¿stopped pump mode.¿ it was stated, the batteries were replaced and the pump was updated back to simple continuous. No symptoms were reported. The pump was used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).